Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. They reported they stopped charging their implant and they had been having issues since implant; they stated they had to lay in a weird spot to get the implant to charge since implant. Pt reported that had stopped charging the implant for a while. They then attempted to get the implant out of over discharge. Patient mentioned they worked with a manufacturer representative (rep) in (B)(6), (B)(6), (B)(6), and (B)(6)of 2022-2023, but they were unable to get the implant to charge. Patient noted the recharger would find the implant but it would never charge while attempting to restart the implant. Now pt needs an MRI, but the MRI facility told them they could not do the MRI because they considered the spine stimulator to be dormant and needs to be in MRI mode to perform the MRI. Patient service reviewed with patient that the implant would need to be charged in order to enter MRI mode. Patient did not have a current managing healthcare provider. The caller was redirected to patient service emailed patient physician listings and MRI eligibility form.  No symptoms reported.